Event description:
The customer reported that the left monitor was not working. The customer states the problem occurred before procedure. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the left monitor and performed a functional test. The system is operating as intended.